Event description:
A report was received that the pt had stopped using his stimulation after a shoulder surgery. Reprogramming was unsuccessful as stimulation did not cover the pain areas in the pt's right arm and irritated pt's "frozen shoulder". The physician noticed redness at the extension site and referred the pt to a pain physician. The pt also experienced a burning sensation at the extension site. During a lead revision surgery due to migration, the physician explanted the ipg, 3 extensions, and one lead due to the complaint of the burning sensation at the extension site. The physician indicated that medical adhesive was used at the tip of the extension during the initial implant that may have caused the current to bleed out.